Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a high sensor reading issue; however, the first replacement device received by customer was incorrect product. Due to delivery delay, customer reported they experienced an adverse event on (B)(6) 2022 where they experienced symptoms described as fatigue and unable to move, and was reportedly unable to self-treat. The customer was treated with food by wife, and also given insulin (dose/type unknown). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a high sensor reading issue; however, the first replacement device received by customer was incorrect product. Due to delivery delay, customer reported they experienced an adverse event on 25 feb 2022 where they experienced symptoms described as fatigue and unable to move, and was reportedly unable to self-treat. The customer was treated with food by wife, and also given insulin (dose/type unknown). No further information was provided. There was no report of death or permanent injury associated with this event.